Event description:
An unknown s7 stent delivery was inserted in an attempt to direct stent across a lesion in the mid-right coronary artery. It was not possible for the stent to cross the target lesion, so the stent delivery system was pulled back. Upon removal of the stent delivery system, the stent dislodged from the delivery balloon proximal to the lesion site. The dislodged stent was deployed with a ptca balloon at the unintended site. There was no further report on the treatment of the target lesion. The pt was reported fine post procedure and there is no additional clinical sequelae reported related to the event. The lesion not being pre-dilated likely contributed to the stent not crossing the lesion.